Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with difficulty inflating his inflatable penile prosthesis (ipp) device. The physician checked the reservoir and cylinders and found that they were in a good position. The physician then decided to replace the pump only. The ipp pump was explanted, and a new pump was implanted. It was noted that there was no air observed in the device, the pump bulb did not stay flat, and there was no hole in the component. There were no patient complications.